Event description:
Note: this report pertains to the third of three devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-03629 for a description of the first device and manufacturer report #3005099803-2010-03592 for a description of the second device. It was reported to boston scientific corporation that a procedure was performed on (B)(6) 2009, using an uphold vaginal support system, a lynx sling, and a pinnacle posterior pfr kit. The patient was reportedly "fine" immediately following the procedure. During the first post-operative visit (date unknown), the physician noticed a mesh erosion, and the patient had a postvoid residual of 40 milliliters. The patient reported "voiding problems" beginning immediately after placement of the lynx sling, along with "repeated vaginal infections" and increasing dyspareunia. The physician treated the patient with vagifem and metrogel. An internist referred the patient to a dr (B)(6) for further consultation on her complications. The physician noted that the mesh legs "are now taut and causing pain: posterior right side is fine, posterior left side is tense at the apex (almost midline) along with mesh retraction and pain in three sites anteriorly (both apices, right distal) and distal left posterior." The physician reported the patient's postvoid residual was 340 milliliters by catheter and "the sling feels tight." No further information regarding the patient's condition or further medical intervention has been forthcoming; attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.